Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0168681. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked from the heparin cap during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 08:20 on (B)(6) 2021, when the patient was using an intravenous indwelling needle to prepare for puncture infusion, it was found that the heparin cap on the intravenous indwelling needle was leaking fluid, and it could not be tightened. The intravenous indwelling needle was replaced at 08:21 to continue to puncture the patient, and it could be used normally."